Event description:
The user facility reported that the mayfield modified skull clamp slipped on the pt's head. Additional info has been requested from the reporting facility regarding this reported incident.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.